Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the physician threw the mesh leg through the sacrospinous ligament and pulled the capio device out of the patient, but the needle did not catch in the capio cage. The physician pulled the mesh leg out of the patient in attempt to reload the needle into it, but discovered that the needle had detached inside the patient. The physician tried to visually look and feel for the detached needle within the patient, but could not locate it. Therefore, the physician was not able to retrieve the needle from the patient. The physician tied a capio suture to the affected mesh leg and used the same device from this pinnacle posterior pfr kit to complete the procedure, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.